Event description:
Received information regarding multiple alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer was usually able to load the second cartridge attempted. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.